Manufacturer narrative:
The sodium electrode lot number is bkl36. The potassium electrode lot number is bls16. The chloride electrode lot number is dkj52. A field service engineer (fse) replaced tubing and sample valves and verified the proper functioning of the device. Calibration and qc checks passed. The customer reported they were still facing issues. The fse adjusted the wash water volume in the wash well. The ultrasonic mixer cover was slightly bent and corrected, there were scrapes and a white plastic abrasion on the cuvettes. He replaced the electrodes and performed test runs, and determined that the device was properly functioning. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode, chloride electrode, and potassium electrode results from the cobas 6000 c501 module. Patient 1's initial sodium result was 111 mmol/l, and the repeat result was 141 mmol/l. Patient 1's initial chloride result was 137.3 mmol/l, and the repeat result was 105.3 mmol/l. Patient 2's initial sodium result was 109 mmol/l, and the repeat result was 141 mmol/l. Patient 2's initial potassium result was 2.17 mmol/l, and the repeat results were 4.48 mmol/l and 3.44 mmol/l. The results were not reported outside of the laboratory and were repeated on another analyzer because they did not match the patient's history or status.